Event description:
A health care provider contacted animas on (B)(6) 2012, to say that the patient had passed away. The reporter stated apparently a family member was unable to contact the patient and someone looked for the patient at home. The patient was reportedly found dead. The health care provider indicated that the patient's blood glucose was "not in good control." There was no allegation that the pump malfunctioned or that the patient death was related to diabetes. The date and cause of death remain unknown to animas at this time. This report is made because the use, malfunction, or misuse of the insulin pump could not be ruled out as a cause or contributor to the patient's demise.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.